Event description:
"This product was used in a situation where the prn cap came off and caused the patient to bleed more; quantity affected 2 units, physical device can be returned 1 unit with photographs provided; green claim required, complaint response letter required, complaint receipt letter required".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.